Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to gastro paresis with blood glucose of 300 mg/dl. Customer reported that battery cap is broke, states hospital threw it away. Customer declined troubleshoot for battery out limit and for high blood glucose. Customer treated with IV drip for high blood glucose as well as bolus. The insulin pump will not be returned for analysis.